Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, secondary findings was observed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that there was visible foam degradation and unit got scrapped.

Manufacturer narrative:
In the previous report wrongly considered as foam present but in the evaluation report no visible foam particles so corrected in this report. A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that there were no visible foam degradation and unit got scrapped. Component code grid, evaluation results code grid, and conclusion code grid was updated.